Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/16/2020. Additional information was requested and the following was obtained: answers: I do not have additional info for this case other than to say the surgeon felt that it could have been the stratafix but admitted that the wound may have had dehiscence with a standard suture as well since the patient had numerous co morbidities. She did not expand on the fistula itself other than to say one was present. I believe she said the patient was doing ok after second procedure. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the fascia tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the suture placed starting at the end(left and right side) or middle of the incision? Was there any anomaly noted with the stratafix device prior to use? Were any solutions used in the incision prior to closure? Can you explain ¿fistula from the dehiscence¿? Date - time of onset of wound dehiscence from the surgical procedure? What was the date of the second procedure? Can you describe the appearance of the stratafix suture during second procedure? Did the tissue pull away from the stratafix intact suture? Was the suture found broken? If so, where (proximal, middle, distal)? What medical intervention was performed to treat the fistula? What is the surgeon¿s opinion as to the relationship of the stratafix and the wound dehiscence/ to the fistula? Can you identify the lot number? What is the current condition of the patient?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the fascia tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the suture placed starting at the end(left and right side) or middle of the incision? Was there any anomaly noted with the stratafix device prior to use? Were any solutions used in the incision prior to closure? Can you explain ¿fistula from the dehiscence¿? Date - time of onset of wound dehiscence from the surgical procedure? What was the date of the second procedure? Can you describe the appearance of the stratafix suture during second procedure? Did the tissue pull away from the stratafix intact suture? Was the suture found broken? If so, where (proximal, middle, distal)? What medical intervention was performed to treat the fistula? What is the surgeon¿s opinion as to the relationship of the stratafix and the wound dehiscence/ to the fistula? Can you identify the lot number? What is the current condition of the patient?

Event description:
It was reported that the patient underwent abdominal closure on an unknown date and barbed suture was used on the fascia. Post-operatively the patient experienced a wound dehiscence. The physician reported that the patient was elderly and obese with significant visceral fat. There was a fistula from the dehiscence. Additional medical intervention was required. Additional information has been requested.